Manufacturer narrative:
Device eval: electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that (B)(6) male had a cut under one of his electrodes. The pt was unsure how he received the cut. It is unk at this time if the pt received any medical advice for the cut.